Event description:
The pt fell. The pt experienced a loss of therapeutic effect and stiffness on her left body side. The pt was seen in clinic. The deep brain stimulator corresponding to the loss of effect, the right-sided device, had migrated into the pt's breast tissue. It is not clear if the migration coincided with the fall. The hcp was unable to interrogate the device. An x-ray of the device revealed that it had flipped. Revision surgery was planned for 2009. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.